Event description:
The customer reported that during a resuscitation effort the device "will not defibrillate, defibrillator did not charge, patient expired." When the patient went into v-fib, the users placed the pads on the patient and the monitor did not recognize that they were on the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.